Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. It is possible that the luer cap breakage was caused by a combination of the injection molding process and manufacturing as the sterilization process. The device's overall residual risk was evaluated and was found to be at an acceptable level. As a result, no corrections or corrective actions will be taken at this time. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
J pouch creation or revision associated with the low interior colon colorectal - "dr. (B)(6) - cap was removed and the bowel was externalize to create or revise the j pouch. When the j pouch was dropped back in the abdomen. When the cap was placed back on the alexis numo was established, camera when in through the trocar and they noticed the white cap of the insufflation port was in the abdomen. Cap was retrieved." Additional contact is (B)(6). Patient status - "no patient injury"